Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in germany it was reported that patient faced an infusion set tubing detached event on 30-oct-2024 from tubing connector. The insertion site was at abdomen. Infusion set was used for 1 day. No further information was available.